Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk. The device was received with normal operating currents and noun expected low battery or failed battery test alarms noted during testing. The device had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned an error alarm and was squirting out insulin during manual priming. Customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.